Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, soft tissue abnormalities, joint effusion and fluid were noted. The fluid on the posterior lateral quadrant of the left hip measured 31.2 x 70.5 x 29.9mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01825 & 02956 / 02958).